Event description:
It was reported to philips that the system gave an alert indicating x-rays were not available, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed that reported problems. After reviewing log, fse found no connection to the x-ray pc could be established. Ram modules were cleaned, disk cleanup performed, and software reinstalled successfully. To resolve the problem, the x-ray pc was replaced, and the os and software were installed and return part for further analysis, but no failure found. After replacement of x-ray pc, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.